Event description:
During surgery the surgeon was unable to seat the liner into the shell. Additional liners and shell combinations were tried unsucessfully so the surgeon resorted to using another product. Surgery was extended about one hour.